Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought that the carbohydrates settings were turned on. Reportedly, the customer tried to enter 20 grams of carbohydrates on the bolus menu, but the pump screen displayed 20 units. The customer called tandem technical support for assistance with turning the carbohydrates settings to "on". The customer's blood glucose level was not impacted as the customer had not yet delivered a meal bolus. Tandem technical support assisted the customer with the requested changes to the settings.